Event description:
Customer reported difficulty with charging pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with tandem technical support; therefore no additional information could be obtained.